Manufacturer narrative:
(B)(4). The customer returned one two-lumen PICC for evaluation. The catheter body was intentionally severed just below the 10cm mark. Additionally, signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the proximal luer hub was separated from the extension line. The point of separation appeared slightly jagged. Microscopic examination revealed that a portion of the extension line was still inside the proximal luer hub. The proximal extension line length from the juncture hub to the point of separation measured 2.125" , which is close to the nominal value of 2.10mm per the catheter graphic. The proximal extension line outer diameter measured .0935", which is within the specification limits of .093"-.097" per the proximal extension line graphic. The proximal extension line inner diameter measured .058", which is within the specification limits of .055"-.059" per the proximal extension line graphic. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The customer report of luer hub/extension line separation was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the proximal extension line had separated directly adjacent to the luer hub. Microscopic examination revealed that a portion of the extension line was still inside the luer hub. The catheter passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Due to a rising trend of extension line separations, a CAPA has been initiated to further investigate. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports hub separation. Additional information indicates the extension line hub separated.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates "extension line/luer hub separation in use".

Event description:
The customer reports hub separation. Additional information indicates the extension line hub separated.